Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after an interventional procedure. The preclose technique was performed prior to a directional coronary arthrectomy procedure. It was reported that during the device insertion the physician experienced "strong resistance" and the device was inserted with force. Marking could not be obtained, and the physician pushed the device in harder. Then the plastic area between the guide and the distal guide broke. The distal guide remained inside the pt's body. No bleeding was noted. Contralateral centesis was performed and the interventional procedure was completed. After the procedure was completed, bleeding was noted at the area where the distal guide of the closer s remained. The pt was taken to surgery for device removal. It was reported by the surgeon that there was "nothing wrong at the area of the centesis and that the inner diameter of the artery was more than 6mm in size". Due to a prior infection and at the pt's request, they remained in the hosp. The pt is doing well and the arteriotomy site is described as "progressing well".